Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after an ilet software update, with a highest glucose of 320 mg/dl for approximately six hours, and review indicated the user suspended insulin for two hours while already high and independently changed the glucose target to a lower setting. Symptoms included sweating. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included complaint intake review, device data review, and user education and troubleshooting. Investigation of this case revealed no device alerts or alarms and no evidence that the software update affected insulin delivery, with user actions identified as contributory. It was concluded that the device functioned as designed and that the hyperglycemia had an unclear cause.